Event description:
The manufacturer received information alleging a trilogy evo o2 failed test step occurred. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 was returned to the manufacturer service center for preventative maintenance. During the evaluation error codes indicating a ventilator inoperative condition and communication error occurred were found in the event log. The device failed an "oxygen blending module electrical verification" for final test. In conclusion, the device's system board and display board were replaced to address the issues. The root cause is confirmed at this time. Additionally, during the service of the device, contamination was confirmed, therefore the inline proximal filter was replaced. The following parts were replaced to prevent failure: air inlet foam filter and particle filter unrelated to the reportable malfunction/issue. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. The device passed all final testing.